Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a phlebotomy tech. Obtained a contaminated needle stick injury from a 23 g x 0.75" bd vacutainer ultratouch push button blood collection set after using it. The tech. Claimed that she was not educated. It was also reported that blood sprayed from the device when the needle was activated. The phlebotomy tech was interviewed by employee health and received post exposure lab work.

Manufacturer narrative:
Results: no samples were returned for investigation. Thirty retain samples were evaluated for needle penetration (f2 force) testing. The f2 average for pbbcs batch (B)(4) is 326.69 which meet the requirement of maximum f2 average 338 per vs20097. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6154863. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.